Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found a material certificate of analysis was required. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a shoulder arthroscopy, the hckl eyelet snapped on insertion into bone hole. The procedure was completed with a s+n back-up device. No significant delay was reported, and no other complications were reported.

Manufacturer narrative:
B1, b5 and health effect - impact code updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was not returned with original packaging and the device has debris on it. Distal tip appears to have been broken on one side eyelet to eyelet break is not a clean break and looks to be from stress. No other physical damage is visible to the device. It was determined the device did not contribute to the reported event. A functional evaluation of the returned device found that device does work. Device passed all functional test. Device functioned as per manufacture spec. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed and the root cause has been associated with unintended use of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Factors that could have contributed to the reported event include improper bone preparation and/or inappropriate stress applied to the anchor. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the hckl eyelet snapped on insertion into hole, the trajectory was exact and hole propped as per instructions for use with gold awl. The procedure was completed with a s+n back-up device. No significant delay was reported, and no further complications reported.